Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir compartment is damaged and missing a plastic piece. The customer state the reservoir will not lock in place. The customer states they were not receiving their insulin due to reservoir not being properly secure in place. The customer's blood glucose level at the time of incident was 170mg/dl. Troubleshoot was conducted, and the customer was advised to discontinue use of the device. The customer was advised that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.